Event description:
It was reported the patient had not recharged the ipg for over a month. The charging systems were unable to locate the ipg. Follow up identified the physician planned to replace the ipg at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.